Event description:
A device was returned to a third-party service center for service. Due to customer complaint that the device is not pumping out air. There was no report of serious patient harm or injury. There was no report of medical intervention. During the evaluation of the device, they found that device has error code 400, and that pca is burned. Device is routed to scrap. Reportable since device issue/event has or may have caused or contributed to a death.